Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic appendectomy. The pt was returned to the operating room where it was found that the staple line at the appendiceal stump had opened and that there appeared to be inflammation present. The presenting symptoms that caused the pt to be returned to the operating room were not reported. No complications had been reported regarding the initial surgery. No reinforcement material was used during the initial surgery.